Event description:
The patient experienced a shocking sensation at the ins site. Yesterday she got behind a car that broke down and pushed it while it was in neutral. At the time of pushing the car, she felt a large shock. When she bent over, the ins felt like it became "misaligned" and moved in the pocket. Since, she has been in a lot of pain at the pocket site. Her device was not working and bent or dented. Additional information has been requested.

Manufacturer narrative:
Lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4). (B)(4).

Event description:
Additional information received reported that the patient stated that the device had moved up her back from where it was originally placed. It was reported that the patient was not getting good enough pain relief and she was still on the medications she was on before. It was noted that the patient's neurostimulator was currently overdischarged (see MFR. Rep. # 3004209178-2012-09383). The patient stated that her hcp wanted to replace the battery on (B)(6) and it would be the third time that she was cut into. It was noted that the patient had nerve damage in her right leg and now it hurts too, and she had three herniated discs in her neck.